Event description:
This case was initially received via regulatory authority (reference number: mw5105711) on (B)(6) 2022. This spontaneous case was reported by a physician and describes the occurrence of device breakage ('found the tip of foreign object (essure- not part of the coil 2mm)') and device dislocation ('device was found to be missing from one fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy. Patient had multiple radiology studies over the years with no retained items or broken pieces found 2021. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pain/ pain continue with bleeding") and genital haemorrhage ("pain continue with bleeding"). The patient was treated with surgery (hysterectomy 2011). At the time of the report, the device breakage, device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: date of the event : (B)(6) 2021. Other serious or important medical event mentioned but not assigned to one of the event. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: did not show and foreign objects. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5105711) on 12-jan-2022. The most recent information was received on 20-jan-2022. This spontaneous case was reported by a physician and describes the occurrence of device breakage ('found the tip of foreign object (essure- not part of the coil 2mm)') and device dislocation ('device was found to be missing from one fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy. Patient had multiple radiology studies over the years with no retained items or broken pieces found 2021. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("pain/ pain continue with bleeding") and genital haemorrhage ("pain continue with bleeding"). The patient was treated with surgery (hystrectomy 2011). At the time of the report, the device breakage, device dislocation, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: date of the event :(B)(6) 2021. Other serious or important medical event mentioned but not assigned to one of the event. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: did not show and foreign objects. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.